Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one used insyte autoguard 22ga catheter/adapter assembly from material number 381823; lot number unknown with an attached extension tubing with a stopcock. Five photos were also submitted for review. Photo 1 displayed a catheter/adapter assembly attached to an extension tubing with a stopcock. Photo 2 displayed closeup of the catheter/adapter assembly attached to the male luer of the extension set. Photo 3 displayed the inside of the luer adapter. Photo 4 displayed the inside rim of the luer adapter and photo 5 displayed the male luer of the extension set. Through the visual examination damage was observed on the inside rim and on the rim of the luer adapter. A water/air leak test was performed where leakage was not observed. The photos did not provide sufficient evidence to confirm leakage. Although the reported issue was not confirmed, the damage observed to the inner rim of the adapter could potentially result in an open path where leakage could occur. DHR could not be performed due to unknown lot#.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "drug leaked from the connection of iag and top ex-tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "drug leaked from the connection of iag and top ex-tube."